Event description:
It was reported that the communicator was burned without specific details. The communicator was not connecting. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.